Manufacturer narrative:
The review of the device history record supports that there were no non-conformances noted for any reason. Evaluation testing supports that the monitor functions as expected. No physical damage was found in the visual inspection. It is unknown whether procedural processes or a specific circumstance played a role in the customer¿s experience, as the fault could not be replicated and no other issues were detected. Invasive procedures involve some patient risks. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Abnormal pressure readings should correlate with the patient¿s clinical manifestations. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. The 70cc2 cable was also submitted and the MDR number is 2015691-2016-03864.

Manufacturer narrative:
The device is expected to be evaluated; however, at the time of this report, the device has not been returned. Upon the return of the product, a supplemental report will be sent with the investigation results. An MDR number with regard to the 70cc2 cable will also be provided in the supplemental report.

Event description:
It was reported that during use of a vigilance 2 monitor with a 70cc2 cable, the cco (continuous cardiac output) changed abnormally from 1.5l/min to 6l/min. It is unknown what troubleshooting was performed. No patient compromise was reported. No patient demographics were able to be obtained.